Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer sat on the pump and the touch screen became cracked and unresponsive. Subsequently, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 155 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.